Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the customer received a sensor error message ("wait 12 hours...") Two days after she applied the adc freestyle libre sensor. Customer further reported that on (B)(6) 2018, she experienced symptoms described as "clammy, disoriented, unresponsive, confused", and experienced a seizure and loss of consciousness. Customer had contact with a healthcare professional and was treated with a glucagon injection, juice, and a peanut butter and jelly sandwich. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor and sensor kit was reviewed and the DHR showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caller reported the customer received a sensor error message ("wait 12 hours...") Two days after she applied the adc freestyle libre sensor. Customer further reported that on (B)(6) 2018 she experienced symptoms described as "clammy, disoriented, unresponsive, confused", and experienced a seizure and loss of consciousness. Customer had contact with a healthcare professional and was treated with a glucagon injection, juice, and a peanut butter and jelly sandwich. There was no report of death or permanent impairment associated with this event.